Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 12:00 pm the patient obtained the blood glucose reading of 287 mg/dl on the reported meter. At 1:10 pm the patient took an increased dose of humalog insulin, 14.0 units instead of 5.0 units. Two or more hours afterwards, the patient experienced the symptom of disorientation while driving. At 4:00 pm emergency services were contacted, and paramedics tested the patient's blood glucose level to be 38 mg/dl, 42 mg/dl and 44 mg/dl. The patient reported that within 30 minutes, he obtained a reading of 122 mg/dl on the reported meter. The patient was treated with glucose gel. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of lifescan of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 (05/20/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.